Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. Thus, no investigation can be made for this complaint. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Event description:
According to the available information, when 3 ml of fixing solution was injected during catheter placement, the balloon ruptured.